Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that after three (3) passes with the subject retrieval device, a clot from the right middle cerebral artery (mca) was removed with a thrombolysis in cerebral infarction (tici) score of 2b. Post procedure CT scan confirmed a reperfusion subarachnoid hemorrhage (sah) in the treated area. There was no medical treatment provided because the sah was non-severe. The next day the patient recovered. However, two days post procedure, the patient died. The cause of the death is unknown. The physician stated that there was "undeniable causal relationship to the product and the sah". However, the physician believed that the cause of the death was the hemorrhagic transformation of the index cerebral infraction and there was no causal relationship between the device and/or procedure and the patient's death.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that after three (3) passes with the subject retrieval device, a clot from the right middle cerebral artery (mca) was removed with a thrombolysis in cerebral infarction (tici) score of 2b. Post procedure CT scan confirmed a reperfusion subarachnoid hemorrhage (sah) in the treated area. There was no medical treatment provided because the sah was non-severe. The next day the patient recovered. However, two days post procedure, the patient died. The cause of the death is unknown. The physician stated that there was "undeniable causal relationship to the product and the sah." However, the physician believed that the cause of the death was the hemorrhagic transformation of the index cerebral infraction and there was no causal relationship between the device and/or procedure and the patient's death.